Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e224 error occurred because of a communication failure due to scratches on the connector pins. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred intermittently due to deformed pins and deep scratches on the video scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had an e224 scope communication error. The issue was found during preparation for use and the error stated to reconnect the video connector. There were no reports of patient harm associated with the event.